Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on (B)(6) 2017, post-operative of a laparoscopic cholecystectomy, there was a need for medical or surgical intervention to prevent a permanent impairment or function. It lead to or extent patient hospitalization. There had been a permanent injury. On (B)(6) 2017, there was symptomatic cholelithioses, patient was on sicu had acute renal failure and hypertension, had post operative ileus. On (B)(6) 2017, found to have bile leak and had stent placed. On (B)(6) 2017, showed peri hepatic fluid had drain place in ir which grew out yeast. On (B)(6) 2017, the patient has a pulmonary embolism with ventricular tachycardia and flutter. The patient was alive with serious injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per additional information received the patient did not admit the sicu directly after the laparoscopic cholecystectomy surgery. The patient came back the next day stating they had pain. There were no issues reported while using the device during the primary surgery. The patient died.